Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that when the patient uses a heated car seat they feel their heart racing and discomfort in their chest/throat. The device remains in use with no intervention taken. No patient complications have been reported as a result of this event.